Event description:
It was reported that during a da vinci-assisted right upper lobectomy surgical procedure, lung tissue became stuck in the sureform stapler 45 instrument and had to be cut to be released. The surgeon stated that towards the end of the procedure they were stapling across the fissure. The firing went as planned with no errors until they open the jaws of the stapler and noticed there was tissue stuck on the stapler. They used a laparoscopic scissors to cut away the tissue to remove the stapler. The surgeon confirmed this tissue was planned to be removed so it was not additional tissue that needed to be removed or require a repair. The area where the tissue was stuck was not near where the location of the tumor and was described to be normal tissue. No unexpected bleeding had occurred, and this did not cause any delay. The surgeon stated that when she looked at the instrument after it was removed from the patient it looked as though the tissue was stuck in the blade track of the stapler. When asked about the patient demographics or health history she stated this was a patient who smoked and did not have any medical conditions that may have contributed. The surgeon does not know what may have caused this issue. The procedure was completed as planned robotically, no patient complications and is doing fine.

Manufacturer narrative:
The associated sureform stapler 45 instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Logs showed that the instrument was installed on the system 12x and fired 12 reloads (2 white, 3 blue, 1 white, 2 blue, 1 green, 3 blue, in that order). On each install, the first clamp attempt was successful, and the firings were completed with no pauses for compression. Between installs 7 and 8 there were errors indicating that the tool sensors were not detected on the arm the instrument was on at the time. There were no additional stapler related errors. The instrument was then removed and not used in the procedure again. Review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Image 1 and 2 show an intraoperative view of a surgical scene in the thoracic space. A sureform45 curved-tip stapler is installed on universal surgical manipulator (usm) 4 with a blue reload. The stapler instrument arm pod is showing a message indicating that the instrument is expired and should be removed after the wrist is straightened. In the images, a piece of tissue appears to be caught on the anvil (opposite the reload cartridge) approximately along the length between 10 and 30mm markings on the stapler jaw, though the perspective of these images may be skewing the approximated amount of tissue. There are at least three loose staples sitting within the proximal jaw.